Event description:
It was reported that the paramedics were called on (B)(6) 2015. Customer's blood glucose level was in the 40's mg/dl. Customer stated that the sensor reading was 70 mg/dl. Customer was not hospitalized. Customer was treated for a low blood glucose level at home. Customer stated that this issue has happened several times. Customer stated that several nights ago on (B)(6) 2015, he woke up 6 times and his pump went into threshold suspend. Customer had differences between sensor glucose and blood glucose readings. Customer declined troubleshooting. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.